Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint that when the customer administers reclast as a primary medication the rate changes to the "keep vein open" (kvo) rate (10ml/hour) when the volume to be infused (vtbi) is complete. When the customer administers the reclast as a secondary, the medication will continue to pull from the secondary (because a partial dose was given and there is still volume in the bag) regardless of the programming. There was patient involvement, but the outcome is unknown.